Manufacturer narrative:
The device was returned to zoll medical netherlands for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and electrical safety testing without duplicating the report. An internal inspection of the device found no discrepancies. Zoll netherlands has asked the customer to replace their test cables as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI #: added justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.